Manufacturer narrative:
Evaluation summary: the articular surface was not returned in the original packaging. It cannot be confirmed that the foreign object was present in the original packaging and not introduced after opening. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulation and iso standard to a sterility assurance level of (B)(4). Therefore, it is highly unlikely that use of the specified device would lead to any infections or other bio-incompatibility. Device history records were reviewed and found to be conforming. Visual examination confirmed a small black foreign object with the returned articular surface.

Event description:
It is reported that a small spec was found on the articular surface when the package was opened.